Event description:
Patient had pci with stent placement on (B)(6) 2021. Dr implemented an angio-seal closure device upon completion of the procedure. Patient admitted to ICU same day w/out complication. Patient discharged from ICU (B)(6) 2021 at 0953. Patient returned to hospital ER (B)(6) 2021 at 2307 with rt leg aneurysm and rt leg hematoma s/p angio-seal closure device. Patient transferred out for vascular surgery. FDA safety report ID # (B)(4).